Event description:
It was reported that the customer had a no delivery alarm during manual prime. The customer's blood glucose level was unknown mg/dl. The customer reports the alarm was resolved by a complete set change. The customer would like to return the reservoir for analysis. The customer was unable to troubleshoot at the time of call and unable to determine the cause of the issue. The customer is returning the product base on his request.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.